Manufacturer narrative:
Additional data received on aug 07,2025: "there is diffused calcium, we suspect that the stents flared upon removal when it couldn't cross". DHR review of lot # elmina0065 was performed on sep 30,2025; the review indicated that the product was supplied meeting specifications. IFU review was performed on sep 30,2025; no deviation from IFU was reported. Device analysis was performed on sep 29, 2025; the results of this investigation indicated that the returned product was supplied to the customer meeting specifications. Final investigation report was signed on oct 15,2025 concluded the following: 1.the DHR (device history record) review of lots # el00189, # el00204 and el00065 indicate that the product was supplied meeting specifications. 2.no deviation of IFU was reported. 3. The damages observed on both systems from lots # elmin0189a and # elmin0204b are the results of a "failure to cross event" due to patient anatomy/ condition. 4. The event's root cause for manufacturing lot # el00204 is not related to the device and does not impact product feasibility or increase the risk of patient injury according to the pfmea. 5 according to the device analysis conclusion, a new classification was added to lot # elmin0189a: "stent, strut uplift, in patient"; and the classification of "stent, damaged, in patient" was deleted from lot # elmina0065. 6. The results of this investigation indicate that the returned products were supplied to the customer meeting specifications. 7. No relation was found to medinol's manufacturing processes 8. The event of this complaint is addressed in the elunir dfmea report, and the risk remains low. No new risks were identified. 9. There was no injury to the patient. 10. No corrective action is required for this complaint. As the case report include information on three (3) batches of elunir perl product and since each MDR presents only one (1) device, this report is related to one (1) out of three elunir perl's devices, involved in this event. MFR report # for the other related cases: 3003084171-2025-0004. 3003084171-2025-0005.

Event description:
A 3.0 15 ryurei semi compliant balloon was used to prepare the lesion. Elunir perl 3.5 38 was opened and tracked into the rca but it could not pass a proximal bend in the rca. Elunir perl 3.5 38 was retrieved and it was found to be flared. The lesion was pre dilated again with 3.5 15 accuforce balloon. A second elunir perl 3.5 38 was opened and tracked into the rca but once again it couldn't cross the proximal bend of the rca. The physician then used a 3.5 12 shockwave ivl to blast the proximal to distal rca. All 120 shocks were used. Dr (B)(6) proceeded to change out the jr4 guide for a al1 guide and a bhw wire. A new shorter elunir perl 3.5 24 was used this time. It crossed the proximal bend but after much pushing, still could not cross the distal bend after the mid rca. Elunir perl 3.5 24 was retrieved and found to be flared. A medtronic onyx frontier 3.5 22 was then opened. This too failed to cross the distal bend after much pushing. Medtronic onyx frontier 3.5 22 was found to be flared as well. A medtronic onyx frontier 3.5 18 was then opened and this crossed eventually with much pushing. Eventually, two onyx frontier 3.5 18 stents, followed by 2 onyx frontier 3.5 15 and 1 elunir perl 3.5 15 stents were used to treat the lesion from proximal to distal rca. Two flared stents will be returned for investigation. Patient is well.

Manufacturer narrative:
As the case report include information on three (3) batches of elunir perl product and since each MDR presents only one (1) device, this report is related to one (1) out of three (3) elunir perl's devices, involved in this event. MFR report # for the other related cases: 3003084171-2025-00004, 3003084171-2025-00005.